Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a red, itchy rash that was open and oozing under the therapy electrodes. The patient was prescribed a cortisone salve by their physician. During a follow up call, the patient reported that the skin irritation was completely gone. There was no allegation that a device malfunction caused or contributed to the reported skin irritation.